Event description:
It was reported that when the user ligated a clip, the pivot pin got detached and the tip of the jaws got broken. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient. The applier was purchased by the hospital in (B)(6)2019 .

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2019 . Evaluation of the returned instrument shows that the jaws are loose and misaligned, and the jaw pivot pin is pushed thru one side of the bent/damaged outer tube assembly and the drive rod end that actuates the jaws is also bent/damaged therefore we are able to validate this complaint. We are unable to determine what caused the jaws to be loose and misaligned and the jaw pivot pin is pushed thru one side of the bent/damaged outer tube assembly and for the drive rod end that actuates the jaws to be bent/damaged but mishandling of this device at the end users facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user ligated a clip, the pivot pin got detached and the tip of the jaws got broken. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient. The applier was purchased by the hospital in (B)(6) 2019.